Manufacturer narrative:
Investigation results: the visual inspection showed the jaw boots were burnt and melted. Based upon condition of jaw boots, the complaint is confirmed. Resistance measurements, functional pre-cautery tests were conducted and the results from testing showed that no electrical non-conformities were found. The micro switch functioned properly when tested. The device met electrical product specifications. A lot history record review was completed for the product. There was no nonconformance which should have attributed to this failure mode. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder began overheating in the pt's leg even though the activation toggle switch was confirmed to be in the "off" position. It was glowing red and smoking. Staff immediately removed it from the pt and unplugged the device. They attempted to troubleshoot by replugging, but it self actuated again and overheated. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.